Event description:
It was reported that the fiber head broke outside the patient. No other information available. There was ¿no damage to the patient¿ reported.

Event description:
"The edge of the fiber broke during the surgery and its use."